Event description:
It was reported that the electrosurgical generator esg-400 rebooted with e433 error message. The unit shutdown during a procedure, automatically reboots and give the same error. The unspecified procedure was completed using a competitor's device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed, or if additional information becomes available.